Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
The patient reported that they had their devices implanted in 2013 and they lasted only 32 months. It was stated that the patient was more stressed because they got divorced and did have higher settings. Both implantable neurostimulator (ins) devices were replaced on (B)(6) 2016. It was further noted that the patient programmer (pp) batteries were reading low, and that the same pp was reading 50% with one ins and 25% on the other ins. It was reviewed that the discrepancy is normal, with the batteries replaced and the pp showing as 100% afterwards. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.